Manufacturer narrative:
(B)(4).

Event description:
It was noted that there was a type iii endoleak type is undetermined; the stent graft has also migrated 5 mm distally. The investigator assessment states that the event (endoleak and migration) is related to the study device; however, it is not related to the study procedure. It was reported that it was noted that there was evidence of stent graft kinking (left lateral). The investigator assessment states that the event (stent graft kinking) is related to the study device; however, it is not related to the study procedure. It was reported that the type iii endoleak, undetermined, the migration, and the stent graft kinking were successfully repaired by placement of a stent graft extension. The patient has recovered. A review of returned films from 4-½ years post-implant revealed that the bifurcate was positioned just below the lowest right renal artery. The bifurcate proximal stent graft od is 32mm. The limb extension on the ipsi/right side (24mm distal right limb; appears to have pulled out of the right iliac artery and is currently positioned in the distal aaa sac. The distal 5 stent rings of the migrated limb are currently angulated approximately 180deg opposite to the intended iliac artery direction. There is a distal type I endoleak. The right common iliac aneurysm is 40mm max diameter. The distal contra/left limb is currently sealed within the left external iliac artery. The max diameter aaa diameter is 8cm. Both limbs are patent and no other stent graft issues are seen. The cause of the right limb migration is uncertain. Earlier follow-up images were not provided. It is likely that disease progression (right iliac dilatation) contributed to this event.

Event description:
An endurant stent graft was implanted for the treatment of a fusiform 95 mm in diameter abdominal aortic aneurysm. Proximal aorta was 26 mm in diameter. Distal aorta was 26 mm in diameter. It was reported that the patient was in for a follow-up CT, which noted that the aneurysm was 73 mm in diameter. An unknown endoleak was also observed. The endoleak was left uncorrected. The investigator assessment states that the event is related to the study device; however, it is not related to the study procedure.

Manufacturer narrative:
(B)(4).